Event description:
It was reported the patient with this implantable cardioverter defibrillator (ICD) had an event. This ICD remains in service and will not be returned. No adverse patient effects were reported.